Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the disk attached to his body got separated from the tubing while sleeping. This issue occurred about 7-8 times over the last couple of months. The patient noticed the tubing was not inside the infusion set as it detached from the site/quick release. The site was at the hip and the pump was in his shirt pocket. The infusion was being used from the day before this report. Reportedly, the infusions were stored in the bedroom drawer. There was no stress or pull on the tubing as half a time he woke up and the tubing pulled apart, sometimes he was not doing anything even then it got detached. The pump was not dropped with the set connected to the patient's body. No further information available.